Event description:
While surgeon was using the surgemaster resection electrode loop in the pt's urethra, the loop broke. No pt injury or harm noted. Electrode loop removed from pt and sequestered for risk mgmt.